Manufacturer narrative:
One photo was provided to our quality team for investigation. The photo displayed four 10ml luer lock syringes inside of individual blister packages. One syringe had no print present, the second syringe had a small part of the scale present halfway up the barrel. The final two syringes had only part of the printed scale present, it was severely skewed and rolled tailing off towards the 2ml mark. The observed missing print conditions were non-conforming per product specification. The physical samples are needed for a more in-depth evaluation into potential events or conditions on the marker that could have contributed to the event. Potential root cause for the scale marking defects is associated with the marking process. These conditions are occurring below their expected frequency so no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 2084418. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd luer-lok¿ tip syringes had no scale markings. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "some of them do not have any gradation marks"